Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. The physician reported that the patient expired due to an annular rupture that was caused by a non-medtronic balloon (manufacturer unknown). (B)(4).

Event description:
Medtronic received information that several hours following the implant of this transcatheter bioprosthetic valve, the patient expired due to an annular rupture that was caused by a non-medtronic balloon (manufacturer unknown).

Manufacturer narrative:
Additional information was received that the physician used a larger balloon size than was recommended to expand the valve.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.